Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2022-02-07. Investigation summary customer returned a total of 28 syringes across 7 polybags for 0.3ml, 31 gauge, 8mm syringes from lot 1158316. Visual inspection of the graduation markings across the syringe barrels found no faint, illegible, or missing markings. Each of the syringes was measured to ensure that the graduation markings on the syringes were accurate. All of the graduation markings on all of the syringes were found to be within acceptable limits. A review of the device history record was completed for batch# 1158316. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of the syringes being difficult to operate. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needles had scale marking issues. The following information was provided by the initial reporter : the customer reported that on the barrel the scale marking lines are off or misprinted which does not allow him to draw up accurately and some are missing, which results in concern with giving the patient the wrong dose. Date of event : unknown. Samples : unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needles had scale marking issues. The following information was provided by the initial reporter : the customer reported that on the barrel the scale marking lines are off or misprinted which does not allow him to draw up accurately and some are missing, which results in concern with giving the patient the wrong dose. Date of event : unknown. Samples : unknown.